Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 250-300 mg/dl. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Customer did not respond to multiple contact attempts from tandem technical support to obtain additional information.